Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one euphora rx ptca balloon catheter to treat a moderately tortuous, moderately calcified lesion exhibiting 50% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties were encountered, and that the device would not deflate at the lesion site. Attempts were made to pop the balloon with additional guide wires, including a non-medtronic guidewire. A guide extension catheter was used to get close to the lesion and enable more pressure to be exerted through the wire in an attempt to pop the balloon. The patient is reported to be alive with no further injury.

Manufacturer narrative:
Additional information: a non-medtronic balloon was used in place of the euphora device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was being used to pre-dilate the lesion. The device was not moved or repositioned while inflated. A 50/50 concentration of contrast/saline was used. Deflation difficulties were noted after the first inflation. The balloon did not deflate at all on reducing pressure to 0 following a usual inflation to 12-14atm for 20-30 seconds. Difficulties were not noted during inflation of the device. One inflation was performed prior to the deflation difficulties. An inflation pressure of 12-14 atm was applied. Multiple measures taken to remove the balloon. Double deflation was tried by inflating to higher pressures followed by double deflation; the use of normal saline alone was tried where the stiff end of the coronary wire was put into the balloon hollow shaft but didn¿t go right to the end. Attempts were made to pop the balloon with additional guide wires, including a non-medtronic guidewire, and a guide catheter. The guide extension catheter was used to get close to the lesion and enable more pressure to be exerted through the wire in an attempt to pop the ba lloon. A second wire and exchange micro-catheter advanced behind the inflated balloon. All these maneuvers worked and balloon partially deflated and came out. No dissection or perforation occurred. The lesion was successfully stented with excellent results. The patient was reported to be well on discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.